Event description:
A pump alarm 20 was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge but encountered the same alarm again, leading to the decision by technical support to replace the pump. Customer reverted to using multiple daily injections (mdi).